Event description:
One touch ultra meter was reading high when compared to a lab test. Medical affairs specialist called the pt, who provided additional info. The pt had received a result of 140 mg/dl on their meter. They denied having any symptons at the time of concern. They went for their routine monthly lab test, within 20 minutes of the result on their meter. The lab result was 6.0 mmol/l (108 mg/dl). Between the tests there was no intervention that would be change the blood glucose. The lab result did not reflect a serious injury and the pt was not given any glucose. Post lab result, the pt went home and took their set amount of oral medication. During troubleshooting, it was verified that their test strips were in good condition and within the expiration date. The meter was also coded correctly to match the code on the test strip vial. The pt's testing technique was also correct. However, their control solution had expired and therefore, a quality check could not be performed. Based on the info provided, there is indication that the product has failed since the accuracy test (meter to lab comparison) was out of specification. However, the pt did not experience any injury due to the product. Therefore, this case is reported as an accuracy medical.